Event description:
Patient stated he has 2 pumps that we sent out to him over 5 years ago. Patient infuses via 2 pumps. He stated he noticed on one pump, the black tab is not staying in place and he has to position syringe and tab in a certain way in order to infuse. Requesting replacement. Patient would like to replace other pump as well since it has been 5 years and doesn't want issue to occur with 2nd pump. Hizentra indication: common variable immunodeficiency, unspecified, nonfamilial hypogammaglobulinemia, and hereditary hypogammaglobulinemia. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.